Event description:
The customer alleged about discrepant results for 1 patient's sample tested with the a1cx3 (hba1c) assay. Hba1c results: initial result: 5.90%, 1st rerun: 8.41%, 2nd rerun: 5.76%.

Manufacturer narrative:
The field service engineer performed a mechanism check for the analyzer and found that the cuvette was over filled with water. The fse adjusted the prime system reagent flow path.

Manufacturer narrative:
The field service engineer found that the water was leaking into the neighbouring cuvettes due to an overflow in the cuvette rinsing. The fse performed the service maintenance actions. No more issues were reported afterwards. The investigation determined that the root cause of the event was maintenance related. The service actions done by the fse resolved the issue.

Event description:
We received an allegation of a questionable high result for 1 patient's sample tested with the a1cx3 (hba1c) assay on cobas pro c 503 analytical unit serial number (B)(6). The patient's sample was a whole blood sample. Hba1c results: initial result: 22.6%. 1st rerun: 8.32%. 2nd rerun: 8.64%. 3rd rerun: 8.60%. All rerun results were obtained from the same tube. Since the patient had a previous glucose value of 125 mg/dl, the customer questioned the hba1c results as the patient's glucose level was not high. And therefore, no questionable results were reported outside the laboratory and the sample was repeated.

Manufacturer narrative:
The alarm trace showed several abnormal photometer absorbance alarms and remaining volume decrease alarms. Investigation was ongoing.